Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. At 09:27 am the result from the meter was 4.5 inr and was believed to be inaccurate. At 11:00 am the result from the laboratory was 3.2 inr and was believed to be accurate. There was no allegation of an adverse event. The customer was "stable" and did not require treatment. The customer was not anemic, not polycythemic, no other anticoagulants, and no antiphospholipid antibodies. The customer was on a low vitamin k diet. The customer's therapeutic range was 2.5 - 3.5 inr. The customer was using professional test strips that she purchased from (B)(6). The suspect device was requested to be returned for investigation. Retention test strips (lot 294945) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.